Manufacturer narrative:
Date of event :(B)(6) 2019, date rec¿d by MFR : 23feb2019. A cirrus processor printed circuit board assembly (pcba) ) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 20dec2018. Date of manufacturer: 12dec2018. Additional information was received that after the customer replaced the power management board and motor control (mc) board the unit would not turn off in ventilation mode. The customer troubleshot with philips technical support. The customer ordered a central processing unit (cpu) to address the issue of the unit not turning off. (Failure to shut off).

Event description:
It was reported that the ventilator generated multiple error codes for 3 volts failed, auxiliary alarm supply failed, and battery failed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/12/2018. The customer troubleshot with technical support. The customer replaced the power management board and motor control (mc) board assemblies. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator generated multiple error codes for 3 volts failed, auxiliary alarm supply failed and battery failed. No patient involvement. The event date